Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead was explanted and replaced due to lead dislodgement. Poor measurements were also noted. No further information is available.

Manufacturer narrative:
(B)(4).